Event description:
A hosp reported that the base of iw934jhu cosycot infant warmer, where the elevator controls are located, was lifting up. No pt consequence was reported.

Manufacturer narrative:
An investigation will be carried out once we receive the complaint device. A f/u report will be provided.